Manufacturer narrative:
System was used for treatment. Kit lot d349 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for centrifuge bowl leak/break. A corrective and preventive action was initiated for centrifuge bowl leak/break. Service order (B)(4) feedback still pending. This assessment is based on the information available at the time of the investigation. No product was returned by the customer for investigation, therefore it could not be determined if the specific product met specification. Service order feedback still pending at the time of this report. A supplemental report will be filed when this information is available. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer called to report centrifuge bowl broke during treatment procedure. Customer is getting system error 130. Clinical services specialist (css) asked customer if patient was alright, customer stated patient is in stale condition. Css asked if anyone was splashed with blood/fluids due to blood leak, customer stated no one was splashed with blood/fluids. Css asked if there were any alarms during prime or prior to bowl break, customer stated there were no alarms prior to bowl break. Service order (B)(4) was dispatched.

Manufacturer narrative:
Service order feedback received: service engineer replaced centrifuge leak detector strip, o-ring, and spider gear. Service engineer performed pm and system checkout procedure successfully. (B)(4).